Manufacturer narrative:
The product's lot number was not provided to smiths medical.

Event description:
It was reported that pumps beeping with partially used 100 ml flowstop cassette, lot unknown. Cassette had 22.3 ml left in it and wouldn't work on either of her pumps. No further details provided. No injury.